Manufacturer narrative:
Physio-control evaluated the customers device and verified the discovered issue, that the device was not delivering energy. The therapy pcb assembly was replaced and then the device passed functional and performance testing and was returned to the customer. Physio further evaluated the removed therapy pcb assembly and found a shorted transistor, designator q7. They observed that the energy being delivered was not as expected. They found that the service light illuminated after an abnormal shock delivery message. After initial shock, the pcba did not register another shock and a service event code was logged. The cause of the reported issue was isolated to the shorted transistor, designator q7.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation, physio found that the device was not delivering energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.